Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a few days post implant, the right atrial (ra) lead exhibited a rise in and elevated thresholds. The patient was monitored for two months, at which point the ra lead was repositioned. The ra lead remains in use. No patient complications have been reported as a result of this event.